Event description:
No patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.

Event description:
No patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2010. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2017 and the (B)(6) 2017. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The sam 300p is now an obsolete product, therefore it will be scrapped.